Event description:
This info was received through literature article "treatment for postcraniotomy infection when using eptfe sheet as an artificial dura mater" published in japanese journal of neurosurgery, 2007. The article reports a pt underwent a craniotomy for a brain tumor. An eptfe sheet was used for artificial dura mater in the procedure. A postoperative infection and refractory skin fistula developed, following which, the eptfe sheet was removed.

Manufacturer narrative:
The device lot number is unavailable; therefore, a review of the manufacturing records cannot be performed. Literature citation: yoshioka n, et al. Treatment for postcraniotomy infection when using eptfe sheet as an artificial dura mater. Japanese journal of neurosurgery 2007;16:555-560.